Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), dermatitis allergic ("allergy-rash/skin condition"), psychological trauma ("psychological injuries"), headache ("headache") and post procedural complication ("post removal complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy - bilateral). Essure was removed. At the time of the report, the device breakage, pelvic pain, abdominal pain, genital haemorrhage, dermatitis allergic and headache had resolved and the weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, device breakage, genital haemorrhage, headache, pelvic pain, post procedural complication, psychological trauma and weight increased to be related to essure. The reporter commented: discrepancy in date of removal (B)(6) 2015. Concerning the injuries reported in this case, the following one was described in patient¿s social media: weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2020: pfs received-new events pelvic pain ,abdominal pain ,bleeding ,rash/skin condition ,fracture ,headache and post removal complication were added. Medical device removal event was deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), dermatitis allergic ("allergy-rash/skin condition"), psychological trauma ("psychological injuries"), headache ("headache") and post procedural complication ("post removal complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy - bilateral). Essure was removed. At the time of the report, the device breakage, pelvic pain, abdominal pain, genital haemorrhage, dermatitis allergic and headache had resolved and the weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, device breakage, genital haemorrhage, headache, pelvic pain, post procedural complication, psychological trauma and weight increased to be related to essure. The reporter commented: discrepancy in date of removal (B)(6) 2015. Concerning the injuries reported in this case, the following one was described in patient¿s social media: weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2020: pfs received-new events pelvic pain ,abdominal pain ,bleeding ,rash/skin condition ,fracture ,headache and post removal complication were added. Medical device removal event was deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), dermatitis allergic ("allergy-rash/skin condition"), psychological trauma ("psychological injuries"), headache ("headache") and post procedural complication ("post removal complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy - bilateral). Essure was removed. At the time of the report, the device breakage, pelvic pain, abdominal pain, genital haemorrhage, dermatitis allergic and headache had resolved and the weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, device breakage, genital haemorrhage, headache, pelvic pain, post procedural complication, psychological trauma and weight increased to be related to essure. The reporter commented: discrepancy in date of removal (B)(6)2015.. Concerning the injuries reported in this case, the following one was described in patient¿s social media: weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and weight increased outcome was unknown. The reporter considered medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : reporter added. Event added as medical device removal. On 23-mar-2020: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.